Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative:

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2018: patient underwent a left knee attune arthroplasty. The patella was resurfaced, and cement manufacturer was depuy. There were no complications noted. (B)(6) 2019: patient underwent a left knee revision. The tibial component was noted to be loose at the cement to implant interface. Lateral ligamentous complex gross instability with ligamentous attrition. The femoral component was revised. The patella was left implanted and competitor products were placed with competitor cement. Doi: (B)(6) 2018 dor: (B)(6) 2019 left knee.